Event description:
It was reported that the when the right ventricular (rv) lead was implanted, physician entangled a 0.014 interventional wire around cs/lv and was not able to remove the wire. As a result, the patient had to undergo the explant procedure to remove the rv lead. Subsequently a new rv lead was successfully implanted. No additional patient adverse were reported.